Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The initial reporter's full name was abbreviated as the name exceeded maximum character limit. The complete name is (B)(4), whom is a getinge employee that has different contact details from that of the event site, with the following contact information: (B)(6). A getinge service territory manager (stm) evaluated the iabp and reported that after inspecting the iabp helium regulator, he found it to be in good working condition. The stm replaced the helium tank knob as per factory specification. The stm then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during an in-service training for a newly installed cardiosave intra-aortic balloon pump (iabp), the getinge sales representative discovered that the key to open/close the helium tank was not attached to the chain. The turn handle was very difficult to open; could be stripped. There was no patient involvement, thus no adverse event was reported.